Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 501 mg/dl and 82 mg/dl within 10 mins. All tests were performed on the arm. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event. Note: a freestyle lite meter reading greater than 500 mg/dl displays a "hi" message on the meter.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available.